Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number is not provided / unknown.

Event description:
It was reported that the abutment fractured in the patients mouth at implant level. They were able to retrieve the broken portion from the implant.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation was added: 4109 and 4111. H6: investigation findings was added:213. H6: investigation conclusions was added: 4310. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of a fractured abutment was not confirmed. Visual evaluation of the as returned product identified no signs of fracturing on the abutment. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number was performed for similar events and no complaint about nonconforming products was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number provided.